Event description:
It was reported that during a da vinci si pancreatectomy procedure, the cable on the pk dissecting forceps instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering found multiple pitch and grip cables broken at the distal end of the instrument. The cables exhibited a reduction in diameter and a fuzzy surface texture at the distal end. The instrument was disassembled: multiple cable breakages were observed at the distal and proximal ends of the hypotubes. Cables at the backend also exhibited reduction in diameter and a fuzzy surface texture. Evidence not conclusive, but instrument damage may be due to improper cleaning. The cleaning and sterilization user manual specifically states: when scrubbing the tip of  cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.